Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported "that patient sought treatment for pain that radiated down her right leg and was diagnosed with sciatica. Pleading further states it was suggested she get an injection and underwent unspecified surgery a few months later. Patient presented to the hospital two weeks post op for removal of her staples. Approximately one month post op, patient presented to a different hospital and was diagnosed with cerebral spinal leak and life-threatening encephalitis and a CT scan identified pneumocephalus with air at surgical site. Patient underwent an additional surgery where a hole in the dura was identified and repaired. Pleading states that patient attempted to discern what stapler was utilized and was advised that staples were used to close the surgical incision per the usual procedure. Patient continues to suffer physical and emotional pain."